Event description:
Caller alleged discrepant results with inratio meter versus lab. Patient's inr = 11.9 in 2009 at doctor's office (blood draw), inratio = 7.0. Inratio testing performed approximately 4 hours later. In 2009, inr at doctor's office = 3.0, inratio = 5.1.

Manufacturer narrative:
Customer claims discrepant results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter: 5.1, lab: 3, mean: 4.05, confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Per caller, the time elapsed between tests was approximately 4 hours. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Product deficiency not established. No further action required. No corrective action is required as no product deficiency was established.